Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving sensor scans of ¿lo¿ (readings less than 40 mg/dl) message, 77 mg/dl, and 43 mg/dl when compared to a competitor's meter results of 492 mg/dl, 437 mg/dl and 323 mg/dl. The customer experienced a loss of consciousness and required third-party treatment of water and insulin injection. No further information was reported. There was no report of death or permanent impairment associated with this event.